Event description:
The catheter was successfully inserted into the pt's antecubital area of the left arm. When the needle was withdrawn the catheter tubing separated from the adapter and the catheter tubing could not be seen. An attempted cut down at the insertion site was unsuccessful. The pt was taken to x-ray and they were unable to visualize the catheter tubing. The safety barrel was examined and the catheter tubing and wedge were found inside the needle/barrel assembly. The pt is in stable condition.